Event description:
The patient's performance suddenly deteriorated around late. February 2002. Equipment exchange did not remedy the situation. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explanation and reimplantation surgery plans were not reported to cochlear.